Event description:
An olympus representative reported on behalf of the customer that the black end of two resection sheaths, 24 fr. Appeared to be chipping off on two separate occasions. These were not usually discovered until mid or near the end of the case, so the customer was not sure when it happened. Both patients had an x-ray, which caused an unspecified delay, and no tips were found. The procedure being done was a therapeutic cystoscopy and was completed using the same device. There was no further patient impact reported. During the first incident, the customer was "putting things away" when they noticed that the sheath beak was missing. This event is reported under the following related patient identifiers: (B)(6) - first incident. (B)(6)- second incident. This medwatch is for patient identifier (B)(6).

Manufacturer narrative:
The suspect device has not been returned to olympus. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is received.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The device was returned to olympus for inspection, and the customer's allegation was confirmed. Based on the results of the investigation, it is likely due to wear and tear in combination with improper handling by the customer (specifically, by subjecting the device to mechanical overload, shock, accidental dropping, etc.). However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.